Manufacturer narrative:
Additional information for poly-l-lactic acid from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(6) on (B)(6) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Event description:
(B)(4). Initial information for this spontaneous case was received from a nurse on (B)(6) 2007: this case concerns a female patient (age unspecified) who received treatment with injectable poly-l-lactic acid (sculptra, lot # and expiration date not provided). The patient developed papules after treatment with poly-l-lactic acid. The reporting nurse stated that the patient was treated with steroids (nos). At the time of this report, the outcome of the event was unknown. No further relevant information was provided.